Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations of poor sensing and failure to capture and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right ventricular (rv) lead was attempted to be implanted. During the procedure, the lead was repositioned multiple times as the sensing was poor and the lead failed to capture even at high outputs. The pacing system analyzer (psa) cables were changed, and a new psa was tried, without success. This lead was removed and a non-boston scientific lead was implanted with no issues observed. No adverse patient effects were reported. The attempted lead was expected to be returned for laboratory analysis.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead was attempted to be implanted. During the procedure, the lead was repositioned multiple times as the sensing was poor and the lead failed to capture even at high outputs. The pacing system analyzer (psa) cables were changed, and a new psa was tried, without success. This lead was removed and a non-boston scientific lead was implanted with no issues observed. No adverse patient effects were reported. The attempted lead was expected to be returned for laboratory analysis.